Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application had no audio output. There was no report of injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 08/23/2016. Complaint for no audio output could not be confirmed. The root cause could not be determined, post investigation.